Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The unit returned in a generic plastic bag. The device has the distal tip detached, it is located at 298,2 cm from the proximal end and also the distal tip is kinked. The unit returned has distal tip damaged. Overall length and outer diameter (od) of the distal tip could not be performed due to device condition (distal tip detached). Od of middle of the device and proximal section was within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the coronary artery. A 300cm str, 1-pack pt guidewire was advanced to treat the lesion. However, during introduction, it was noted that the first 1cm of the wire tip was separated from the wire itself. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the coronary artery. A 300cm str, 1-pack pt²¿ guidewire was advanced to treat the lesion. However, during introduction, it was noted that the first 1cm of the wire tip was separated from the wire itself. No patient complications were reported and the patient's status was stable.